Manufacturer narrative:
The user reported discrepancies between bg and sg readings. During analysis, customer care found that the system was continuing to adjust after insertion, and the user should see continued improvements in the next few days. The extent, degree, and duration of the body's response is individual. Differences between sensor glucose and blood glucose subside over time as the body and the sensor adjust (detailed in the tables showing performance over time in the user guide). The user was educated on the differences that can occur within the first few days, and advised to focus on trends and to calibrate whenever requested. The case was escalated where based on review, there was some variability in sensor values, which may have been due to early wear and adjustment of the sensor after insertion. The user should see continued improvement over the next 1-2 weeks. Upon additional monitoring, it was determined that the system is still showing some optical instability after insertion, and support provided the steps for the user to perform the sensor re-link. The user has since been unresponsive to all contact attempts. Upon review of dms, the user is currently using the system, and the information is up to date.

Event description:
On december 23 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported. This MDR is submitted retrospectively following an internal review.